Manufacturer narrative:
Related complaint: (B)(4).

Event description:
It was reported by customer that 2 fast-fix 360 devices were unable to deploy the t2. Device anchors were removed successful from patient's anatomy.

Manufacturer narrative:
Examination was not possible, as the device was not returned. The investigation could not draw any conclusions about the reported event without the return of the device. Updated. Sample was not received for this complaint.